Event description:
I had cervical spine fusion surgery in 2005 at the hospital, by a dr. Within hours of coming out of surgery, I had trouble breathing and felt very hot. It got progressively worse by the minute. When the ICU nurse removed my hard surgical collar, she noted that my neck was extremely swollen and filled with blood. Emergently, the surgeon came back, opened the surgical incision and a large amount of blood was released. I was taken back to surgery with a difficult re-intubation became of swelling. After the second surgery, I was told that a blood vessel burst and needed to be cauterized. The tissues of the neck were very swollen for several days and I had difficulty swallowing water, food and medications for about one month. Due to multiple difficult intubations, my vocal cords were damaged and have scar tissue. Incidentally, I developed a large pulmonary embolism due to the extended recovery period needed after this surgical incident. I will be on lifetime anti-coagulation due to a high incidence of recurrence of pulmonary emboli or dvt's. Since the surgery, I have experienced severe pain down the right side of my neck which is now radiating to my right shoulder and down my arm. Upon reviewing my operative reports from that same day, I noted that I did receive "bone grafts packed with bmp" at the three levels of cervical spine fusions. After reviewing your "FDA public health notification: life-threatening complications associated with recombinant human bone morphogenetic protein in cervical spine fusion" issued july 1, 2008, I am very concerned about its use in my case of cervical spine surgery. Your notification said that this rhbmp was not approved for cervical spine surgery. I nearly died from this product and want you to know about my circumstances. Please feel free to contact me if you need any further info. Thank you. Dates of use: 2005. Diagnosis or reason for use: cervical spondylosis.